Event description:
It was reported that, "infection."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the hospital and was not returned to the manufacturer. The catalog number and lot code for the reported device was not provided. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested, but not made available. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.